Manufacturer narrative:
Product investigation completed. As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient experienced urethral erosion with an artificial urinary sphincter (aus). There was an unspecified performance issue noted. Cycling of the device was performed, but the issue was not resolved. The entire implant was removed approximately a year ago. It was unknown if the patient had catheter placement or adjuvant radiation prior to the erosion it was also unknown if the device caused or contributed to the erosion. There were no additional patient complications reported. It was further reported that a new artificial urinary sphincter (aus) device was implanted on (B)(6) 2020.

Manufacturer narrative:
Product investigation completed. As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient experienced urethral erosion with an artificial urinary sphincter (aus). There was unspecified performance issue noted. Cycling of the device was performed, but the issue was not resolved. The entire implant was removed approximately a year ago. It was unknown if the patient had catheter placement or adjuvant radiation prior to the erosion it was also unknown if the device caused or contributed to the erosion. There were no additional patient complications reported.